Event description:
It was reported to manufacturer that the vns patient had their generator replaced due to end of service. A battery life calculation was performed and was calculated to be 0.39 years until end of service. The generator was returned to manufacturer for analysis. The analysis findings supported the reported end of service claim based on battery voltage measuring 1.819 volts (depleted). During testing, transistor q9 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approximately 0.001 to 0.308ua over the high limit (spec 23.000 - 38.000ma) and could potentially be a contributing factor to the end of service of the generator. However, results of the battery longevity prediction confirm that the end of service condition was an expected event and potentially, this slight leakage is expected to have only a minimal effect on the end of service condition. When the q9 component was replaced, the device was tested again, and subsequently met manufacturers test specifications.